Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil was broken. There was coil separation/break/premature detachment. The implant coil was removed from the patient using snare. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard pouch; within an opened concerto implant coil inner pouch and within a dispenser track. The concerto implant coil was returned within introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The pushwire was found to be kinked at 6.2 cm and the break indicator was found to be broken but retained by release wire at 7.4 cm from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil appeared to have blood residue. The concerto coil could not be pushed out further from within introducer sheath for additional analysis as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.